Manufacturer narrative:
Additional device code: htn. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4); manufacturing date: 20 june 2014. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it is reported patient reported discomfort from implanted hardware. Patient underwent a procedure on (B)(6) 2017 to remove two (2) cannulated screws. Surgery completed with no delay. Patient outcome reported as good. This report is for one (1) 3.0mm cannulated screw. This is report 2 of 2 for (B)(4).